Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). The noise was oversensed on the rv channel. The signal artifact monitor (sam) disabled minute ventilation (mv) due to noise. There was pacing inhibition of greater than 2 seconds due to noise. Technical services recommended further testing. The healthcare professional noted the patient had a clinic appointment in the near future. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.